Manufacturer narrative:
After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. Upon investigation of submitted data, a general reagent problem can be excluded because the provided qc and calibration data were within specifications. The alarm trace contained "abnormal aspiration (sample probe)" errors. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer (fse) replaced the ion-selective electrode (ise) degasser and adjusted the vacuum nozzle. Precision tests were performed with acceptable results. The customer performed calibrations and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for two patients tested on a cobas 8000 ise module (double). The questionable results were reported outside of the laboratory. The reporter noticed that she was obtaining low results from the ise 1 and ise 2 modules of the instrument. She then reran ten patient samples with low results on another ise unit of their laboratory. The results obtained from this analyzer were higher than the results from ise 1 and matched with the results from the ise 2 module. The repeat results were deemed to be correct and previously reported results were amended. The reporter was able to provide two plasma samples with discrepant results: sample identifier #(B)(6) had an initial sodium result of 127 mmol/l, with a repeat of 134 mmol/l. Sample identifier #(B)(6) had an initial sodium result of 126 mmol/l, with a repeat of 134 mmol/l. The sodium electrode lot number and expiration date were requested, but not provided.